Event description:
On (B)(6) 2021 zyno solutions received an email stating that pump 618516 failed the pressure test 2 times during pm. Operator biomed tech. Medication none. No patient involved. Patient was not harmed. Event date 6-24-2021.

Manufacturer narrative:
Pump was tested with the following protocol: 4. Flow rate, occlusion accuracy and performance a. Record calibrated information b. Flow rate accuracy test at 125 ml/hr c. Pressure test (pass if psi >= 32 psi) d. 8 psi occlusion test (pass if between 0 and 16 psi) e. 30 psi occlusion test (pass if between 22 and 38 psi) result: pump passed test. The pump passed the pressure test, 8 psi test and the 30 psi occlusion test. Reported issue not confirmed. Test completed 07/02/2021. Pump was tested and meets full specification.